Event description:
It was reported that this lead required multiple attempts, seven in total, to be able to be successfully implanted. The lead implant procedure was completed, and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).